Event description:
It was reported that this right atrial lead experienced fracture, due to this, high out of range pacing impedance measurements were observed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).